Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A root cause was not identified. Based on the available information, the legal manufacturer determined the probably cause of the failure is likely due to aging of the device since it was manufactured over 7 years ago.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a worn-out video connector latch. In addition, it was recommended the software and switching device be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported that while using the evis exera iii video system center, there was an intermittent camera image. The image would be dark, the device would be restarted and would work for awhile. The issue was found during preparation for use for a diagnostic procedure. No patient involvement was reported.